Event description:
Alarms sounded during intra aortic balloon pump. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon was discarded by the facility. (Event complications: unk - reported 7/6/98) (pt's current status: unk - reported 7/6/98)